Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device investigation narrative - a truclear control unit part number 7209808 was received on may 23, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed and no damage was observed. Complaint of burning smell was confirmed. The device failed functional testing with an intermittent display and e6 blade stall error message being presented. The cause of the error message and burned smell was identified to be associated with a failure of the main circuit board. Factors which could have contributed to the main circuit board failure include a failed motor assembly of the concomitant trueclear hand piece. A review of the manufacturing records show this device was released into distribution on or about december 31, 2014. UDI: (B)(4). Device returned for evaluation. (B)(4).

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a polypectomy procedure, the device presented a burning smell and smoke. The surgeon removed the remainder of the polyp with forceps. No patient injury or complications were reported.